Manufacturer narrative:
Returned product analysis revealed severe stent damage. The stent was returned separate to the device. Visual and microscopic examination of the stent revealed severe damage to the entire stent. The stent struts were severely misaligned and twisted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the shop floor paperwork found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to handling damage.

Event description:
This complaint is now reportable based on the analysis completed on 10/24/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x24mm taxus liberte drug eluting stent (des) was unable to cross the 100% stenosed, severely calcified and tortuous distal right coronary artery (rca). The procedure was completed with another of the same device with no patient complications reported. However, returned product analysis revealed severe stent damage.